Event description:
Additional information was received on 2015-12-08 from a manufacturer representative (rep) that contained an implantable neurostimulator (ins) telemetry printout. No device anomalies were indicated. Impedances were within normal limits.

Manufacturer narrative:
No anomaly found.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 389033, lot # j0511356v, implanted: (B)(6) 2005, product type lead; product ID 389033, lot # j0511356v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient felt stimulation stronger when he turned his head. This issue was noted to have been occurring for years. The patient's indications for use included non-malignant pain. Additional information was received on (B)(6) 2015 from a patient via manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) had been explanted and replaced on the date of report. The patient had turned off the stimulator and refused to use it after feeling jolts of stimulation. The rep had disconnected the battery from the pocket adaptor and hooked it up to the external neurostimulator (ens). Stimulation was then run, and the patient was happy with no further jolts of stimulation. Impedances had been run with the explanted battery, and the results were to be returned with the device. The issue was noted to be resolved at the time of report. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The device ID has been corrected to model 97714; serial: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 2015-11-25 from a manufacturer representative (rep) stating that they were meeting with the patient that day. It was noted that impedances had not been checked prior to the implantable neurostimulator (ins) replacement in (B)(6). The physician thought that impedances were higher than normal during intraop testing at the ins replacement, but could not remember if it was specific to this patient. Intermittent jolting was reported, and the patient would get about 5 minutes of good stimulation in a 24 hour period. No trauma or falls were reported in relation to the issue, and it was not related to positional movement. The patient refused to have the ins on due to uncomfortable stimulation. The patient would feel jolting in their arm due to the cervical lead placement, and the patient would drop anything they were holding when they would get jolted. There was no recent electromagnetic interference (emi) exposure. Impedances were only available with reference 1 with the following values: 0-1=2885, 1-2=5075, 1-3=1573. The patient was programmed to 1-, 2+ and to 1+, 2-. The rep was going to discuss revision with the surgeon. The issues were noted to have been occurring since the ins replacement in (B)(6).